Manufacturer narrative:
The reported reset was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was in back-up mode. It was explanted and replaced.